Event description:
It was reported that, following the implant of this artificial urinary sphincter, the patient developed orchitis which resolved with antibiotics. Following this, at the six-week follow-up appointment, the pump could not be activated; it was flat and hard. The issue remained unresolved despite troubleshooting. Upon explant, it was noted that the pump was encapsulated; it could still not be pumped at that time. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Event date: estimated date of onset of orchitis. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.